Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported bruising and treatment could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following a pulmonary vein isolation procedure, bruising requiring an endoscopy occurred. During the procedure, when creating a roof line and a bottom line, bottom line creation was noted as difficult. While ablation, rf energy was delivered for one minute, and ceased for two minute near the esophagus between the posterior wall and the edge of the left pulmonary vein. The location near the esophagus was ablation for one minute at 20 watts for a dozen times. The lsi value was approximately 5.0. The procedure was able to be completed without replacing the catheter. The following day, a bruise was observed near the left inferior pulmonary vein when the esophagus was checked with endoscopy. No intervention was needed and the patient was followed and discharged in a stable condition. There were no performance issues with any abbott device.